Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us experienced leakage during use. The following information was provided by the initial reporter: consumer reported when taking injection, needle bends at patient end and some of the insulin runs down her leg. Stated, every third pen needle is affected; stated, she does prime before injection; stated, when she was using the original nano, this never happened. Lot: 9344151; catalog: 320550; date of event: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2020-10-23. H6: investigation summary: customer returned (6) open 4mm, 32g pen needles. Customer states that when taking the injection, the needle bends at the patient end and some of the insulin runs down her leg. All returned pen needles were examined and all exhibited a bent patient end of the cannula. All samples were also tested and all were able to expel without any leakage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (bent patient end of the cannula) unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure (leakage) root cause: cannula bent during use of the product by the customer. H3 other text : see h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm hp 100 box 1200 us experienced leakage during use. The following information was provided by the initial reporter: consumer reported when taking injection, needle bends at patient end and some of the insulin runs down her leg. Stated, every third pen needle is affected. Stated, she does prime before injection. Stated, when she was using the original nano, this never happened. Lot: 9344151. Catalog: 320550. Date of event: unknown.